Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer was stuck with a bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 31g x 5/16 (8mm) because the needle was through its safety cap. The consumer applied an over the counter antiseptic but there was no report of medical intervention.

Manufacturer narrative:
Results: one loose sample was returned for evaluation. The returned syringe was examined and exhibited the cannula through the shield. A review of the device history record revealed one notification ((B)(4)) for an unrelated defect found during production of this batch. Conclusion: although a needle through shield was observed with the returned sample, an absolute root cause for this incident was not determined. Additionally, our quality engineer notes that currently, the plant utilizes a system whereby an electrical current is passed over the shield to detect such defects. Improvement projects for all needle lines are underway to enhance detection capabilities of various defects and eject these when noted.